Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Patient diagnosis: liver transplant.

Event description:
It was reported that at 0930 when doing am medications on (B)(6) 2020, the rn noticed that tpn was running at a rate of 101 ml/hr instead of ordered 100 ml/hr. Rn modified pump and did a rate dose verify, but was never prompted for a dual sign of the tpn change. When rn reviewed charting, it was noticed that the 0700 rate dose verify showed that tpn was running at the 101 ml/hr rate, but no error message was flagged that this was not the correct rate for the medication to run. There was no impact or consequence to the patient.

Manufacturer narrative:
Investigation conclusion: the report of a tpn rate change without intervention was partially confirmed. A rate change from 100ml/hr to 101mlhr did occur, however the change was due to the user selecting the up arrow key prior to starting the infusion. The pcu event log shows pump module s/n (B)(6) received a remote IV request for tpn (drugid 652) at a rate of 100ml/hr with a vtbi of 2400ml at 9:40 pm on (B)(6) 2020. Prior to starting the infusion, the user selected the up arrow, which increased the rate from 100ml/hr to 101ml/hr. The user then selected softkey 14 (start) and started the infusion. Based on the report from the customer it appears that the rate change was unintentional. Device inspection: n/a, only the device logs and customer dataset were received for investigation. The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the reported of a tpn rate change was identified as due to a user programming. Device history review: review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 16nov2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 09dec2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : no devices received, log review only.

Event description:
It was reported that at 0930 when doing am medications on (B)(6) 2020, the rn noticed that tpn was running at a rate of 101 ml/hr instead of ordered 100 ml/hr. Rn modified pump and did a rate dose verify, but was never prompted for a dual sign of the tpn change. When rn reviewed charting, it was noticed that the 0700 rate dose verify showed that tpn was running at the 101 ml/hr rate, but no error message was flagged that this was not the correct rate for the medication to run. There was no impact or consequence to the patient.